Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) early and the device lasted less than 5 years. P remature battery depletion was suspected. It was also reported that the right ventricular (rv) lead had intermittent non capture. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.